Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for a scheduled procedure. During the procedure, the guidewire failed to advance through the right ventricular lead. The right ventricular lead was not used. There were no patient consequences. No additional information was reported.

Manufacturer narrative:
The reported event of failure to advance guidewire/stylet through the lead was not confirmed. As received, a complete lead was returned in one piece. Visual and x-ray examination found no anomalies. The stylet was able to be inserted to the distal region with no traction. Electrical testing was normal and did not find any indication of conductor fractures or internal shorts.

Manufacturer narrative:
A device history record (DHR) review was performed, and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.